Manufacturer narrative:
(B)(4). The device history review for the product hp ti small 10/cart 180/box w/tape, lot #: 73g1600172 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip is removed with ease during the application and after placement. It is unclear if the problem lies with the clip or the applier. The patient's condition was reported as fine.